Event description:
It was reported to boston scientific corporation that a trupath biopsy needle was used during a prostate biopsy procedure. During the procedure, outside the patient, the needle was found to be "blunt" and unable to be used for tissue sampling. Follow up stated, "the needles were functioning properly, but could not capture a sample." The physician completed the procedure with another trupath biopsy needle. There were no patient complications and the patient condition was reported as "good". The returned device revealed a reportable malfunction.

Manufacturer narrative:
Visual analysis of the returned device revealed a bend in the inner stylet of the needle. The device was found to be functional by arming and firing five times; however, the bent stylet caused the device to grind during arming. The tip of the cannula and stylet were observed under a microscope and both tips were found to be sharp and not deformed. The most probable cause for this complaint is that, due to some unknown anatomical or procedural factor, the device was not able to obtain a proper sample and was became slightly damaged during use.